Event description:
A patient contact reported to fresenius this 69-year-old female peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized with an infection. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2022 following symptoms of abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on 10/aug/2022 presented with no growth in the culture and a wbc count of 420/mm3. The patient was diagnosed with peritonitis, likely caused by a break in aseptic technique during ccpd on the liberty select cycler at home. It was explained, due to no growth in the culture, the outpatient clinic could not confirm the root cause of this event; however, it was affirmed there was no fault found with the patient¿s liberty select cycler or any fresenius products utilized for pd therapy. The patient was prescribed intraperitoneal (ip) ceftazidime at 2000 mg daily for two weeks and ip vancomycin at 1700 mg every 5 days for two weeks. The patient was able to undergo ccpd therapy on a hospital provided liberty cycler for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2022. The patient recovered from this event and remains asymptomatic. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on a newly received liberty select cycler at home post-discharge.